Event description:
This ra lead was implanted on (B)(6) 2003 and remains implanted as of the present. A call placed to technical services on 04/24/2018 stating that this lead caused impedance issue. Patient had a previous out of range atrial lead impedance measurements. It was discussed that it was similar to minute ventilation oversensing issue wherein they saw microscopic particles lead to intermittent continuity in header connection, resulting in change in impedance. The following physician was dr. (B)(6) at (B)(6) in traverse city, ml. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).